Event description:
It was reported that the insulation of the device was compromised.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection revealed the metal component at the distal tip protrudes. This could be due to possible user misuse or normal wear. A cracked was noticed near the distal tip. The insulation was tested for cracked/damages using an insulation scan test and the unit failed. The probable root causes could be user misuse, improper sterilization methods, and/or normal wear. An action has been opened to address the insulation failure for our OEM supplier for our lap instruments using polymer resin insulation. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation of the device was compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.